Event description:
The customer reported the system was displaying ma sensor failed error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was found to be faulty, and was replaced. The system now operates as intended.